Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor applicator from the sensor pod after attempted sensor wire deployment, the sensor wire was attached to the needle of the applicator. The attempted sensor wire insertion was at the abdomen. No additional event or patient information is available.